Event description:
It was reported that the customer was hospitalized with high bgs. Troubleshooting revealed the customer was inserting the infusion set incorrectly. Additionally, due to the customer's profession the insulin may be denaturing more quickly. Suggested changing set and trying a different insertion site.